Event description:
Follow-up revealed the patient's exact explant date is (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostics revealed high impedance measurements. X-rays identified lead migration. In turn, the physician decided to undertake surgical intervention to explant the scs system. The patient is in stable condition. The manufacturer is in the process of obtaining the patient's implant and explant dates. Concomitant medical products: the implant dates for the following devices are unknown: model: 3608, scs ipg; model: 1192, scs anchor.